Event description:
It has been reported to philips that the device's image storage was not available, which can impact imaging. There was no user or patient harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirmed that the image storage was not available. A review of the system found no image storage available. Both defective ippcs (image processing pc) were returned for analysis and identified that one of the ippc was failed due to the dimm 6 component and for another ippc found no failure was observed. Due to manufacturing issues, the dimm (dual in-line memory modules) may not function as intended, leading to issues with the system's ip pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the frontal and lateral ippc, installed software, and recreated the image database. The codes were updated based on the investigation outcome.